Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, an opening, and wear abrasion. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior. The fill test inspection was performed, the result was determined to be that no blockage was found. Based on the device analysis the final assessment is: a smooth crease opening on posterior due to an fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.